Event description:
A patient male, underwent lap appy in 2008. Initially the procedure was scheduled one day prior, but the pt was hypertensive and could not undergo anesthesia, meds brought down pressure for surgery on the following day. Appendix was taken in two pieces as it was so large and inflammed. The first pouch device was inserted and the 1/2 of the appendix was placed in the pouch, upon removal it was noticed that the arm did not retract, therefore the device was deployed and reretracted. The second pouch was used for the other 1/2 of the appendix with no difficulties noted. Postoperatively, the pt was suffering from abdominal pain and bloating, pt was septic. An x-ray was taken which also revealed a piece of metal in the lower part of the abdomen. Pt had an exploratory laparotomy and the metal piece was removed. Pt has been in ccu on a vent, was out for about one week and began vommitting and returned to ccu today (the following month). Pts preexisting conditions include: hypertension, cv disease - pt is a smoker. Pt is also currently undergoing dialysis. The device was discarded however, the hosp will be retaining the metal piece.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.